Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a no delivery alarm earlier in the day of the call. Blood glucose level at the time of the incident was 218 mg/dl. During troubleshooting, the customer reported that a failed battery test was listed in the alarm history. Troubleshooting was completed and the insulin pump was not replaced or returned for analysis.